Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive and frozen. Customer¿s blood glucose level ranged from 194-195 mg/dl. During troubleshooting with tandem technical support, customer was instructed to trigger an alarm. Customer was able to clear the screen and continued using the pump for insulin therapy.